Event description:
Medtronic (covidien) received information stating that during a flow diversion procedure, the proximal portion of a pipeline flex did not open. The physician positioned the marksman microcatheter tip 10mm past the distal edge of the aneurysm neck and advanced the pipeline flex outside of the marksman. The distal 10mm of the pipeline flex opened, but the last 5-6mm did not open at all. The physician resheathed the pipeline and then arrived at the resheathing marker, but again the proximal portion of the pipeline flex did open. The physician tried to resheath and unsheath the device several times and the same issue occurred. The physician removed the pipeline flex. The marksman was successfully used with another pipeline and was discarded. The patient is currently in good condition. No patient injury occurred as a result of the procedure.

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation without the catheter. The evaluation could not determine the event cause as the pipeline was not attached to the pushwire and was fully opened; however, the braid was found damaged and it is possible that the damage to the braid on both ends of the pipeline is the result of the physician resheathing the device more than the recommended two times subsequently causing the pipeline not to open proximally. All products are 100% inspected for damages and irregularities during manufacture. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported experience. Pipeline braid damaged. Note: per the pipeline flex IFU (instructions for use): the pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. (B)(4).